Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic total hysterectomy laparoscopy procedure, the teflon pad melted on the thunderbeat device. The teflon pad melted after prolonged seal and cut activation when tissue had already been cut inside the jaw. The intended procedure was completed with an olympus back-up device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: teflon lifted/separating. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a deformation and thermal problem was identified.the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.